Manufacturer narrative:
Concomitant medical products: 383069 lead, implanted: (B)(6) 2016; 5076-45 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room upon hearing device tones. Undefined high impedance was noted on both defibrillation coils. With the patient at rest, when the pocket was manipulated, noise was observed. The lead was programmed off, and later capped and replaced. No patient complications have been reported as a result of this event.